Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead exhibited no capture at max outputs. Pacing impedance measurements and sensed r-waves were stable and within normal range. Defibrillation threshold (dft) testing and non-invasive programmed stimulation (nips) were performed to test the integrity of the system. The patient does not require pacing therapy and there are no plans for intervention. To date, there have been no adverse patient effects reported.